Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. Subsequently, patient dislocated when standing up. Patient had two manipulation procedures on (B)(6) 2015. The first hospital (B)(6) could not get the patient's hip to go back into place. The second hospital (B)(6) was able to put his hip back into place.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02306 / 02306).